Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 348-414 mg/dl and high ketones. Bg was addressed with manual injection. Customer alleged that bg was due to an issue with the pump. Customer reverted to manual injections.